Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an inappropriate shock while she was exercising. The shock came from the patient experiencing pacing in her heart. The discriminators indicated vt as the rhythm after shock did not go into sinus rhythm. Programming changes were made. The patient will return for a scheduled follow up every three months.